Manufacturer narrative:
Additional information received indicated that the patient continued to have electrical fault alarms. He exchanged his primary controller to his backup controller after being informed not to do so. The patient reported another electrical fault alarm since the controller exchange. Log files revealed open phase. Potential contamination was suspected. Driveline was reported to be in good condition. Driveline connector cleaning was subsequently performed in inpatient setting on (B)(6) 2016. Lovenox injections were administered for low international normalized ratio (inr) in preparation for the cleaning. Little contamination was observed in connector upon disconnecting the driveline. The pump was stopped for 60 seconds. The controller was exchanged to a new primary controller and back-up controller was issued. The cleaning went smoothly and the patient tolerated it well. The electrical faults could not be recreated following the procedure. Log files and photos were sent. No further information was provided. Concomitant medical products: controller- (B)(4), catalog # 1403us, exp. Date:07/31/2017, mfg. Date: 07/31/2016. Additional labeling info: the instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional component for this event: controller- (B)(4), catalog # 1403us. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that while in the clinic the patient had an electrical fault that had resolved. Log files were obtained from the controller. It was stated that the driveline connection to his controller was checked and did not appear to be loose and the boot was&#2064;laced correctly. His driveline appeared intact, clean, and in good condition. Engineering traveled to site but site refused cleaning as the patient was off of anticoagulation for a dental procedure. The patient initially had presented with one self-clearing electrical fault on (B)(6) 2016. It was recommended at that time to take action if it repeated. Another electrical fault alarm occurred on (B)(6) 2016 as per preliminary log file review. Upon inspecting the driveline by the clinical engineer, a slight cloudiness was noted on some of the wires, but not too significant. The connector locking mechanism was working as intended and the driveline boot was on correctly. Cleaning was recommended but the site did not feel comfortable with the pump off time associated with the recommended procedure since the patient was not well anticoagulated. The site indicated that they wanted to wait if and when alarm comes back to take further action. No further information is available.

Manufacturer narrative:
This report was previously incorrectly submitted as 3007042319-2010-03546. It should have been 3007042319-2016-03546. H6: method code: 3372, 38, 3317, 3263 result code: 142 conclusion code: 12. (B)(6) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. On-site inspection revealed cloudiness on some of the driveline wires and foreign material inside the driveline connector. No breaks in the driveline were observed and the connector locking mechanism worked as intended. (B)(6) log file analysis revealed 5 electrical fault alarms of type 'sys_front_phase_a_open' between (B)(6) 2016. 18 electrical fault alarms of type 'sys_rear_phase_c_open' were recorded between (B)(6) 2016. These failures are most likely due to contamination of the driveline/ driveline connector that appear to has led to an increased impedance on the front stator's a' wire and rear stator's 'c' wire leading to the electrical fault alarms. A driveline connector cleaning procedure was recommended but was not performed as the site was worried the patient was not well anti-coagulated. The driveline cleaning procedure was eventually performed on (B)(6) 2016 to mitigate the reported conditions. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation, the most probable root cause has been attributed to design/training issues. Additional component for this event: controller-(B)(6)- UDI number- (B)(4); (B)(6), exp. Date:03/31/2017 mfg. Date: 03/31/2016 FDA method code: analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c9189 7; FDA 3263 FDA results code: contamination by foreign material c92054; FDA 142, FDA conclusion code- design deficiency c91869; FDA 12 controller-(B)(6)-UDI number-(B)(4); (B)(6). Device code: device displays error message c63205; FDA 2591 FDA method code: manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263 FDA results code: no failure detected c92083; FDA 213, FDA conclusion code- device not returned c91883; FDA 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.